Event description:
It was reported that the device was fractured. The target lesion was located in a lower extremity vein. A 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was advanced for treatment. However, the device was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that the device was fractured. The target lesion was located in a lower extremity vein. A 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was advanced for treatment. However, the device was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the fractured device was removed by simply pulling it out.

Manufacturer narrative:
Device evaluated by MFR.: received wallstent uni 8fr device. A visual and tactile examination found the shaft of the returned device to be damaged/stretched beginning at the main valve and extending approximately 35mm distally. This type of damage is consistent with a restriction being encountered and excessive tensile force being applied when attempting to deploy the stent. The stent was returned in the correct position on the delivery system. The investigator successfully deployed the stent with some resistance experienced due to the damage to the shaft. A visual and microscopic examination identified no issues or damage to the deployed stent. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. The target lesion was located in a lower extremity vein. A 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was advanced for treatment. However, the device was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the fractured device was removed by simply pulling it out.